Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power loss alarm, replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for unexpected battery power loss. Customer blood glucose was 224 mg/dl. Customer reported that pump alarmed replace battery now without low battery alarm this morning, then again in the afternoon. Customer put the same battery in at noon, and the pump accepted it. Replace battery now alarm troubleshoot per (B)(4). Customer reported that she uses duracell aa. Advise the pump requires brand new or fully charge batteries to work effectively. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer reported that this is the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.